Manufacturer narrative:
Other text: d10 and h6 codes updated. One device was returned for investigation. Visual inspection revealed a scrached lens and a damaged downstream occlusion seal. Event history log and functional testing confirmed the customer complaint. The root cause was traced to the downstream occlusion sensor had damage and contamination. The sensor was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health impact and clinical signs corrected.

Event description:
It was reported the device alarmed occlusion was too high. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.